Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed cuttings in the insulation of the lead which resulted most likely from a laser extraction. In addition abrasion marks along the lead body were observed. The insulation was intact in these areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, damages of the lead body were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement, loss of capture and diaphragmatic stimulation. There were no adverse patient events reported. Should additional information be received, this file will be updated.